Event description:
Information recieved indicates the 27-mm valve was abandoned at implant due to inappropriate sizing by the user. The valve was replaced intraoperatively with no affect to the patient.